Event description:
It was reported via repair work order that the cot was raising up and down on its own due to broken/damaged rubber on the upper switch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.